Manufacturer narrative:
The replaced pump assembly and the log files were provided for investigation. Based on the log entries, the vacuum pressure of the pump exceeded the specified maximum value. The fabius detected the deviation and reacted as specified for this failure scenario as it stopped automatic ventilation and generated a visible and audible alarm. In this case, manual ventilation and monitoring will still be available. The returned pump assembly was tested and found to be functional. The exact root cause could finally not be determined. The replacement of the pump assembly and the subsequent calibration obviously solved the problem as it was additionally reported that since then the device has been operating without further problems. Reference imp #: (B)(4).

Manufacturer narrative:
This follow up is submitted to correct the importer MDR number. The importer MDR number in the initial report was duplicated. The updated importer MDR number is: (B)(4). The MDR content is still correct.

Event description:
Please see initial-report.

Event description:
It was reported that shortly after the start of a case, automatic ventilation stopped working and the machine alarmed for "vent fail." Manual ventilation was able and there was no patient injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report. (B)(4).